Event description:
Clinical study. It was reported that 1292 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The target lesion was located in the 1st obtuse marginal (1st ob marg) with 80% stenosis, a length of 12mm and a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 16mm study stent with 0% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and plavix. At 1292 days after the initial procedure the patient was admitted due to chest pain. Cardiac catheterization at that time revealed cx mid 80% stenosis, core lab report notes 20.45% (proj 1) and 13.67% (proj 2) stenosis of the target lesion. Of note, the patient had an abnormal nuclear stress test 2005. ECG in 2005 was also abnormal. The mid cx was treated with placement of a 3.0 x 8mm taxus stent with 0% residual stenosis. The patient was discharged the next day on aspirin and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.